Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). The trial patient reported they had some irritation, itching, and burning feeling like a yeast infection. They got some over-the-counter medication and felt better. The patient also complained of having cramps again when the felt the urge to go and sometimes had hemorrhoid-like pain. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the yeast infection was not confirmed by their clinic and they had no record of the symptoms or treatments. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.